Event description:
It was reported that during a laparoscopic appendectomy procedure, upon initial firing, the staples did not form, so the appendix was transected, but the bowel was not stapled correctly. The surgeon then had to hand suture, delaying the case for longer than originally planned. There was no patient consequence.